Event description:
The hcp reported that the patient's pump had been flipping. Two revision attempts were made to try and correct it, but had been unsuccessful. The pump was then relocated and resutured. It was further reported that the patient had felt the pump flip again and was experiencing increased pain. Unspecified oral medications had been prescribed and another revision would be scheduled. The hcp further reported that the patient developed seromas. Drainage of the seromas was done by the general surgeon post-op. Subsequently, the hcp was informed that the pump site became infected (no symptoms were reported) and the pump was removed. At no time did the catheter obstruct per the knowledge of the hcp. The patient recovered without sequela. The pump was used to deliver morphine.